Event description:
It was reported that this implantable pacemaker recorded a signal artifact monitoring (sam) episode. Due to this, the minute ventilation (mv) feature was disabled. The patient will continue to be monitored. No changes have been performed. This device remains in service. No further adverse patient effects were reported.